Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with stain on main display was confirmed during product evaluation. The root cause of the reported problem was determined to be distorted main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: a device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump that "fell down and turned off, created a stain in the display". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.